Event description:
A customer stated that when customer uses excel off brand reagent strips, customer's glucometer elite system will not count down. Customer states that customer applies blood to the reagent and the instrument just turns off. No blood sugar result to a diabetic who is on a sliding scale of insulin could result in a serious medical condition. While on the phone a review of the system was conducted. Electronic checks were performed and were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Replacement reagent and control solution was provided to the customer with instructions to call the company's 24/7 customer service line if any additional issues or problems are encountered. The complaint is considered closed for purposes of MDR.